Manufacturer narrative:
No product identification information was reported, thus no dhrs could be reviewed. Intraoperative bleeding and post-operative bleeding and post-operative thrombosis are all known potential adverse events associated with the placement of intravascular cerebral stents. In the IFU it states that there may be damage to healthy vessels/tissue that could lead to bleeding and thrombosis is directly states as a possible adverse event. All products are 100% inspected prior to leaving the manufacturing facility and there is no evidence of a manufacturing related issue. Review of the information suggest that the target site, ruptured aneurysms, patient/site characteristics and post procedural medication regimen factors may have contributed to the reported events in this literature article. All 3 attempts to obtain product were unsuccessful, UDI unavailable.

Event description:
It was reported in ¿treatment of acutely ruptured wide-neck intracranial aneurysms using self-expanding stent¿ by hui li, jinqun guan, jianfeng liu, kai hou, di zhao, guobiao wu, lifeng xu, linlin liu, int j clin exp med 2015;8(1):1259-1264, to evaluate the effectiveness and safety of self-expanding stent in treatment of acutely ruptured wide neck intracranial aneurysms in the acute stage. 44 acute rupture of intracranial aneurysm patients were admitted, the average age was 55.5 +12.9 years, two thirds of the patients were female. On the hess scale the patients were graded from I-v. 42 stents were delivered, at total of 10 enterprise stents and the rest non-codman devices. All patients received general anesthesia, intraoperative anti-coagulation and dual anti-platelet therapy. The clinicians reported that one patient had intraoperative bleeding related to the stent, two patients had post-operative bleeding related to the stent, and two patients had post-operative thrombosis within the stented segment. There was no specific treatment of outcome documented. The device was not available for analysis.

Manufacturer narrative:
This report is related to MFR report #'s 1058196-2015-00080 and 1058196-2015-00081. The event descriptions are identical; however, the reports are separated to distinguish between the different injuries identified in the literature article. This report is submitted for the postoperative thrombosis events.